Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that zoll medical australia (zma) could not reproduce any errors and sent the device to zoll us for further investigation. The device was fully evaluated with no faults found, including battery user advisories would deploy at the appropriate battery depletion levels. No customer batteries were returned with the device. An internal inspection was performed with no discrepancies observed, and event log suggests the device performed accordingly. The device was recertified for clinical use and returned to the customer. No trend related to similar reports.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.